Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient on (B)(6) 2008. According to the complainant, the patient experienced injuries but does not relay any specifics. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.